Event description:
It was reported that md inserted the sheath via femoral artery while in cath lab. Md inserted iab under fluoroscopy. After connecting iab to the pump, the pump was turned on. The 40cc purge initiated, & md assumed that the top of the balloon failed to inflate. The md tried to remove iab through the sheath, & due to difficulties, removed the iab and sheath as one unit. Refer to medwatch no. 1219856-2007-00162 for first event involving this patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.